Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was under delivering. The customer¿s incident blood glucose level was 589 mg/dl. The customer did not report symptoms or treatment as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.